Manufacturer narrative:
Two segments of the lead were returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition. It was also noted that the threshold measurements were trending up with the pacing impedance measurements were trending down. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.